Event description:
It was reported to philips that the system was hanging, which can impact booting. The device was not in clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the system was hanging, which can impact booting. The customer informed that the flex vision pc was flickering. Further, the customer was asked to reset all pc connections, which resolved the issue. Upon further investigation, the fse identified a malfunction in the image storage space. To resolve the issue, the fse deleted some patient data to restore functionality. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.